Event description:
It was reported that the customer was hospitalized for dka. There were no significant events noted prior to the incident. It was indicated by the md that the cause of the event was due to high protein. It was verified that the programming and histories were accurate. The contact stated that the leadscrew did not rotate completely. At that time, the contact was advised that a replacement will be sent. The contact was instructed to have the customer revert to a back up plan per md protocol until replacement arrives.